Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems india, it was found that there was foreign white material inside the light guide lens of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-08246, and correct the initial report submitted on (B)(6) 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.